Manufacturer narrative:
Date of event: the article included trauma and general surgery patients requiring emergency abdominal surgery between 01-jan-2011 and 31-dec-2019. The exact dates of the events are unknown. Based on the information provided, it cannot be determined that the alleged fistula formations are related to the abthera¿ open abdomen negative pressure therapy system. The severity of the alleged fistula is unknown as well as if and what medical or surgical intervention was required to resolve the fistula. The article noted the oa [open abdomen] is associated with complicating clinical conditions such as fistula formation, abscess, hernia with loss of domain and death; thus closure of the abdominal cavity is paramount to minimize, if not avoid, patient risk. Additionally, the article noted that "our investigation has several limitations including its power and low validity as a retrospective, observational study." Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. The abthera¿ open abdomen negative pressure therapy system identifiers were not provided, and the product was not returned, and as a result, a device evaluation could not be performed. Device labeling, available in print and online, states: at each dressing change, the surgeon needs to re-evaluate whether treatment should be modified. At all times a strategy for discontinuing therapy or finally closing the abdomen should be considered.

Event description:
On 20-jan-2021, the following information was received by kci after a review of journal article, nemec. Et al. Wittman patch: superior closure for the open abdomen. The american surgeon. 2020. Vol.86(8). 981-984. Doi: 10.1177/01.003134820947156 noted the following: from 2011 to 2019, 189 patients were identified in the ab [abthera¿ therapy system] group. Page 983 noted under discussion "however, both of our groups demonstrated a limited number of complications such as fistula formation." The article also noted under conclusions "the oa [open abdomen] is associated with the complicating clinical conditions such as fistula formation, abscess, hernia with loss of domain and death." No additional information was provided. Device identifiers were not provided, and the product was not returned, therefore, a device evaluation could not be performed.